Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during procedure on (B)(6) 2025. During the procedure, the tip become separated from the catheter but remain attached to the device. The procedure was completed using another injection gold probe. There were no reported patient complications as a result of this event.